Event description:
Baxter received a report that an intermate had a broken luer which was discovered before use. Reportedly, the luer was found in the packaging which contained the device. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a broken distal luer post. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The root cause is due to a manufacturing defect.